Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip has broken off.

Event description:
It was reported that the tip has broken off.

Manufacturer narrative:
The tip breaking condition (electrode) was confirmed on the returned unit. The detached electrode was returned with the unit. According to the wear marks, it is possible that the unit was used as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, or that excessive force was used when inserting or removing the probe into an obstructed passageway, this may result in damage to the tip of the probe. As such, the most probable root cause is misuse. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.